Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, the device was found to have corrosion inside the collet. The corrosion can cause the collet to not fully grip the wires. Most likely cause of the corrosion is due to improper cleaning and sterilization.

Event description:
It was reported that the device would not retain the wire during routine maintenance. There was no patient involvement and no allegation of adverse consequences associated with this event.